Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample provided by the customer was evaluated and validated leakage test according bd specifications was performed, and it is not possible observe the defect reported. Thus, was not possible confirm the complaint or define a root cause to the occurrence. H3 other text : see h.10.

Event description:
It was reported that during use of the bd plastipak¿ 10ml syringe slip tip the syringes is without pressure at the time of collection. There is a cracks in the wall of the syringe. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: "at the time of drawing the blood the syringe loses the vacuum and stops the blood from being drawn due to the air that enters the syringe. On another occasion, when aspirating sf 0.9% the professional could see a crack in the syringe and see where the bubbles went. " syringes without pressure at the time of collection. One of them had cracks in the wall."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ 10ml syringe slip tip the syringes is without pressure at the time of collection. There is a cracks in the wall of the syringe. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: "at the time of drawing the blood the syringe loses the vacuum and stops the blood from being drawn due to the air that enters the syringe. On another occasion, when aspirating sf 0.9% the professional could see a crack in the syringe and see where the bubbles went. " syringes without pressure at the time of collection. One of them had cracks in the wall."